Event description:
The stryker service technician tested the handpiece and found the trigger catches and run on was confirmed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.